Event description:
A customer reported experiencing a cartridge alarm issue with their device. There was no adverse impact to the customer's blood glucose level. The customer is in the process of getting the pump replaced due to a different issue under an existing case, and no further action was required for this specific alarm incident.